Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date since date of data collection was not provided article title: apixaban: alternative anticoagulation for heartmate 3 ventricular assist device. Division of cardiology, department of cardiovascular and thoracic surgery, university of louisville, kentucky. K whitehouse, et al. Adult circulatory support 2022 mar 1. Doi: 10.1097/mat.0000000000001650. Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿apixaban: alternative anticoagulation for heartmate 3 ventricular assist device¿, reported the following information: the purpose of this study was to compare adverse events in patients with a heartmate 3 lvad receiving apixaban versus warfarin. A total of 35 patients who received heartmate (hm) 3 implantations between 01jan2016 and 31jan2021 were analyzed for this study. This study compared a group treated with apixaban (n=15, 43%) versus a group treated with warfarin (n=20, 57%). All patients received 325 mg aspirin daily. Stroke, bleeding, and ¿other thrombotic complication¿ were all listed as clinical outcomes in this study.¿ the study concluded that although apixaban may be a safe alternative anticoagulant therapy in hm 3 lvad patients, additional studies are needed. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding, stroke, thrombus, and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), lists thromboembolism as a potential late postimplant complication and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through a research article that of 35 patients implanted between 01jan2016 and 31jan2021 that were on warfarin or apixaban anticoagulation therapy after heartmate 3 implantation, 11 patients experienced adverse events between jul2020 and feb2021 including: 1 patient suffered stroke, including 3 hemorrhagic strokes and one ischemic stroke; 7 patients experienced bleeding, including upper or lower gastrointestinal bleeds presenting as hemoptysis, hematochezia, melena, or acute drop in hemoglobin without subsequent positive findings on endoscopy; and 3 patients experienced other thrombotic complications, including deep venous or inferior vena cava thrombosis or pump or outflow cannula thrombosis.